Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server had a medication replenishment issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device in this incident, it was determined that the erroneous replenishments for heparin sodium. A technical support specialist (tss) pulled a recent ccf that was opened and was doing work on this carefusion coordination engine (cce) already. Tss found a configuration issue on one of the triggers for customer that was causing the issue with this med ordering for all facilities erroneously. Tss corrected and resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es server had a medication replenishment issue. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.